Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: launcher, guidezilla extension catheter. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the difficulties appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine, instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the un-deployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the mid to distal right coronary artery with mild tortuosity, moderate calcification and 90% stenosed. After pre-dilatation, resistance was felt with the patient anatomy while advancing the 3.5 x 33 mm xience alpine and the stent delivery system (sds) initially failed to cross the lesion. The sds was removed to do additional pre-dilatation using a guide catheter extension and then the sds was reinserted and able to cross the lesion. During inflation of the sds balloon to 12 atm, contrast leakage was observed from the balloon. The sds was removed without resistance. A non abbott stent was used successfully to complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.